Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The mother board, image processing board, and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had poor images during a case. The procedure was completed without incident. No patient injury was reported.